Manufacturer narrative:
On (B)(6) 2018, received forwarded email from attorney, lawrence rubin. In the email l. Rubin states, "have a client that has suffered permanent disfiguring lumping on two injection sites. Please contact me as we are considering litigation. Would like to have client undergo corrective surgery." In house suneva attorney has attempted to reach l. Rubin, but no additional information has been received at this time.

Event description:
On (B)(6) 2018, received forwarded email from attorney, lawrence rubin. In the email l. Rubin states, "have a client that has suffered permanent disfiguring lumping on two injection sites. Please contact me as we are considering litigation. Would like to have client undergo corrective surgery." No further information has been received at this time.